Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional h6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when the needle broke? Skin did the needle piece fell inside the patient? If yes, was the needle retrieved during the same procedure? No, it was a skin closure. Was there any additional tissue damage as a result of searching for the needle piece? No. *procedure name and date? The hospital cannot recall the procedure type, the date was the (B)(6) 2020. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4) date sent to the FDA: 5/12/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h6 component code: g07002 device not returned additional h3 investigation summary: a sample was submitted for fractographic evaluation. There was not a needle in the package. No examination was performed. The evaluation revealed there was not a needle in the packaging, therefore, no analysis was performed. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m (B)(4) date sent to the FDA: 5/12/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1 ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when the needle broke? Did the needle piece fell inside the patient? If yes, was the needle retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? Procedure name and date? Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.